Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead was returned for analysis. Abrasion was noted at 12.3 cm to 12.4 cm from the connector pin, breaching the outer insulation and exposing the inner coil, consistent with friction against the device can.

Event description:
This report is to advise of an event observed during analysis.